Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was at home and received a red heart alarm while supported by the power module. The pump had reportedly stopped and the patient experienced a syncopal episode and fell. The patient's husband switched the patient to her backup system controller and the patient regained consciousness. The patient was admitted to the hospital and was diagnosed with a subdural hematoma via a CT (computed tomography) scan. It was reported that the patient had been experiencing headaches for a few days prior to receiving the alarm. X-ray images of the driveline did not reveal any evidence of fracture. Log files were reviewed by the manufacturer's technical services representative and revealed a pump stop which appeared to be caused by an interruption in power to the system controller. Two system controllers, two patient cables, and the battery clips were exchanged. No further alarms have been reported since the equipment were exchanged.